Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose levels were 540 mg/dl, 343 mg/dl, 341 mg/dl, 243 mg/dl, 394 mg/dl. The customer was treated with syringes for high blood glucose. Customer reported they did not contact their health care professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital. Customer did not allege the insulin pump for under delivery. Customer declined troubleshooting. The device will not be returned for analysis.